Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, limited mobility, corrosion, friction wear, metal poisoning, metallosis and elevated metal ion levels. Legal counsel alleged that revision procedures were performed on (B)(6) 2011 and (B)(6) 2013. A review of the invoice history confirmed the initial surgery date; however, invoices could not be located to confirm the revision surgery dates and which components were removed and replaced during the revision procedures. Further follow up revealed that the surgeon who performed the revision surgeries utilizes competitor product. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) report dated (B)(6) 2011 notes the presence of staining of the vastus lateralis, a detached posterior capsule, and a loose acetabular component. In addition, revision op report notes that the taper insert was cold welded to the stem and could not be removed. As a result, the stem was removed along with the taper insert, cup, and head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-03587 & 03588).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, limited mobility, corrosion, friction wear, metal poisoning, metallosis and elevated metal ion levels. Legal counsel alleged that revision procedures were performed on (B)(6) 2011 and (B)(6) 2013. A review of the invoice history confirmed the initial surgery date; however, invoices could not be located to confirm the revision surgery dates and which components were removed and replaced during the revision procedures. Further follow up revealed that the surgeon who performed the revision surgeries utilizes competitor product. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.